Event description:
Reporter alleged having erratic blood glucose readings of in the 300s, 33, & 145 mg/dl when testing was performed within minutes of each other. It was stated customer did not have any symptoms at the time, and then restated being confused and not being sure of the exact readings, days readings taken, or time of results. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.